Manufacturer narrative:
Concomitant medical product: 4524-53, lead, implanted: (B)(6) 1996. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented to the clinic with tachycardia. Upon device interrogation, the right ventricular (rv) lead exhibited low impedance. The rv lead remains in use. No further patient complications have been reported as a result of this event.